Event description:
Edwards complaint handling received a report from a patient's wife indicating the patient had expired. The patient had his surgery on (B)(6) 2012, then had a 14 stay in the ICU. The patient had started doing well and was to start physical therapy soon; however, on (B)(6) 2012, the patient passed away.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality or manufacturing deficiency that may have caused or contributed to the event. The surgeon indicated that the patient's death is not related to the edwards valve.

Manufacturer narrative:
Evaluation method: device not returned. Multiple attempts have been made to obtain patient records from the healthcare provider without success. The surgeon was contacted and noted that the patient did not have a permanent pacemaker. He also indicated the patient had experienced a cardiac rhythm disturbance 10 days post operatively and that the patient's death may have been related to medications given to control the patient's cardiac rhythm; however, without records of patient follow up care, this information cannot be confirmed. As the patient expired with the device still implanted no device return is available. The device history review will be reported once complete.